Event description:
As reported by the user facility: clinicians felt pump was not infusing correct amount; biomed ran test, ran 150ml over 1hr, only 100ml infused. Testing repeated x 3 with same results. Reference MFR report 9610825-2013-00367.